Event description:
Dual chamber ICD implanted w/o complication. Approx 3 hrs after procedure pt was found on floor in bathroom w/o pulse or respirations. Emergently taken to surgery with evidence of cardiac tamponade. Emergency sternotomy, cp bypass, repair of right ventricular perforation, repair of aortic laceration, placement of iabp, removal of left ventricular lead, aicd generator. "There was clear evidence of where the right ventricular perforation had occurred." "The right ventricular lead that had caused the perforation was able to be removed." Pt expired the next day.